Event description:
Additional information: the patient was readmitted on (B)(6) 2021 due a missed dialysis treatment that caused shortness of breath and was discharged on (B)(6) 2021 after receiving dialysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported kidney failure, hematoma, and seizure-like activity could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on 25nov2021, reported under MFR #: 2916596-2021-07280. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. This IFU lists renal dysfunction, bleeding, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with nausea and vomiting during dialysis treatment. The patient's kidney failure was not thought to be related to or caused by the lvad (left ventricular assist device) or lvad therapy. The patient also presented symptoms of delirium. A neurological consultation with an electroencephalogram (eeg) revealed seizure-like activity; the patient was started on keppra. The patient's seizures were not thought to be related to or caused by the lvad or lvad therapy. It was noted that the patient had a known brain meningioma. The patient's second phase of their arteriovenous (av) fistula for hemodialysis, previously begun in (B)(6) 2021, was complicated by a hematoma. The patient was discharged to a skilled nursing facility (snf) on (B)(6) 2021.